Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had the error code 41,622. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump had the error code 41622. The review of event log found that error code 41622, (error_motor_timeout). There was no 12-month service history during the review. The visual and functional testing was performed. However, it could not be replicate the error code during testing. As a preventative measure the motor, optic sensor and bracket were replaced and reset motor odometer to zero. The pump was calibrated and passed all performance verification testing during testing criteria.